Event description:
Reportedly, this pump overdelivered during routine testing by the biomedical repair facility. It was not being used on a pt.

Manufacturer narrative:
Device eval results: upon receipt, the device was forwarded to qa for testing. The pump could not be tested due to a repeated air-in-line alarm. The air-in-line sensor was damaged. It was also noticed that the door was broken from the inside. The pump was then forwarded to service. The reported overdelivery could not be duplicated as the pump could not be run. It is possible that the broken parts, such as the door frame, were the cause of the overdelivery when tested by the biomedical repair facility. Also replaced were the air-in-line sensor, reed sensor and door hinge.